Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open small intestine anastomosis, the jaws did not open by pressed the release button at the first firing of feea. The issue was not improved by pressed the reverse button and the manual over ride button. The cartridge color was blue. The doctor commented that the jaws opened about 1mm but it was less than usual width. The doctor put forceps into the jaws and he removed the tissue. Another device was used to complete the case. No bleeding occurred. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n5588y. The analysis found that one pce60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.